Event description:
It was reported that the device will not operate on ac power. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control contacted the hospital's biomed and learned that they have decided to retire the unit. The device will not be returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.